Event description:
The facility reports that while the resident was being dressed, the trainer rolled the resident to the side of the lift to finish dressing. At this time, the lift began to tilt, but did not fall over.